Event description:
It was reported that during use with 2 different lots of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes were discovered to have "burrs" which is causing errors to flag on their analyzers. There was no report of patient impact. The following information was provided by the initial reporter: per customer, some of the tubes in use for cbc's have a plastic burr on the inside of the tube which is causing their analyzers to flag "insufficient sample" errors for their hematology xn analyzers. The burr also causes the slide maker/stainer (sp50) to flag "insufficient sample" and the blood is not aspirated to make a slide. Customer inadvertently found the burrs when rimming the tubes looking for blood clots. The frustration is that the tubes are filled correctly and the samples do not have blood clots. The lot numbers they are currently having trouble with are: 2227123 and 2227127. Customer spent time troubleshooting their sp50 thinking that it had a clot in the aspiration probe or in the line. Customer discussed the issue with the techs, and the issue started over the weekend. All three shifts have experienced the problem. Customer has a couple of the tubes at their desk if bd would like to see what they are talking about.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2227123, medical device expiration date: 31-dec-2023, device manufacture date: 15-aug-2022. Medical device lot #: 2227127, medical device expiration date: 31-dec-2023, device manufacture date: 15-aug-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory from both lots were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10

Event description:
It was reported that during use with 2 different lots of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tubes were discovered to have "burrs" which is causing errors to flag on their analyzers. There was no report of patient impact. The following information was provided by the initial reporter: per customer, some of the tubes in use for cbc's have a plastic burr on the inside of the tube which is causing their analyzers to flag "insufficient sample" errors for their hematology xn analyzers. The burr also causes the slide maker/stainer (sp50) to flag "insufficient sample" and the blood is not aspirated to make a slide. Customer inadvertently found the burrs when rimming the tubes looking for blood clots. The frustration is that the tubes are filled correctly and the samples do not have blood clots. The lot numbers they are currently having trouble with are: 2227123 and 2227127. Customer spent time troubleshooting their sp50 thinking that it had a clot in the aspiration probe or in the line. Customer discussed the issue with the techs, and the issue started over the weekend. All three shifts have experienced the problem. Customer has a couple of the tubes at their desk if bd would like to see what they are talking about.